Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-02908.

Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The customer stated that her blood glucose was 40 mg/dl when the paramedics arrived, and by the time she was in the hospital, she was up to 300 mg/dl. Prior to the event, the customer was found unconscious by her mother. The customer stated that she was doing yard work that day, but she should've been fine. The customer stated that she has hypoglycemia unawareness, and drops very rapidly. The customer stated that she has experienced low blood glucose levels in the 30's and 40's since the event, but has not been hospitalized since. Nothing further was reported.